Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the warm up for the sensor lasted over two hours and no initial calibration occurred. The sensor was inserted in the abdomen on (B)(6) 2017. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of no initial calibration due to signal loss. The root cause of signal loss could not be determined via data. Based on the findings of signal loss this complaint is now reportable.